Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. Reportedly, the customer reverted to an alternate form of insulin therapy. There was no reported adverse impact on customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
No ac power charger or sb cable were received for investigation therefore no evaluation could be performed for the battery not charging allegation. The information will be used for tracking and trending purposes.